Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system shut down on its own. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system shut down automatically. There was no patient impact. The company service representative examined the system and confirmed the reported event. The power supply was replaced. Preventive maintenance was performed. The system was then tested and met all product specifications. The system was manufactured on december 22, 2018. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power supply. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The power supply was received and a visual assessment of the returned sample found no visual nonconformities. The sample was installed into a calibrated system, where it booted up successfully. However, after approximately a minute of operation, the system shut down on its own, replicating the reported event. The root cause of the reported event can be attributed to the nonconforming power supply. The manufacturer internal reference number is: (B)(4).